Manufacturer narrative:
H2 correction h6 health effect impact code - correction h6 health effect clinical code - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was eating with friends when they noticed she was speaking unusually, not finishing her sentences, and appeared very tired, as if she were about to fall asleep. She felt tired and uninterested in her surroundings. Her cgm was showing 300 mg/dl, and a fingerstick (fs) check showed high. She administered insulin using a pen and was brought to the hospital. At the emergency room (ER), her blood glucose again read high and laboratory results later showed a value of 600 mg/dl. Her cgm continued to display readings >300 mg/dl. She was treated with IV insulin and admitted to the hospital for more than 24 hours. She could no longer recall the exact length of her hospital stay. Upon discharge, she reported feeling better. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.